Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Communications with the customer on the (B)(6) 2020 revealed that the reported beep was emitted from the storage cabinet and not the AED throughout the investigation, the green status indicator flashed as normal with no failure chirp, and no measurable fault was identified. The device was temperature cycled between 0-50°c for 48 hours and no beep was emitted from the device outside of the normal self-test routine. The device performed to specification throughout testing at heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Device is beeping with green status indicator. There was no patient involved in this event.

Event description:
Device is beeping with green status indicator. There was no patient involved in this event.